Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the loading process. The customer confirmed that their blood glucose level did not exceed 500 mg/dl. As a corrective measure, technical support decided to replace the pump, as the issue involved consecutive cartridge alarms. They provided instructions on how to put the pump into storage mode and the steps required upon receiving the replacement pump. The customer was advised to return the problematic pump within 10 days using a pre-paid label and acknowledged the instructions provided.